Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, basic occlusion, occlusion test, prime/compromised force sensor system, and excessive no delivery test. Unit was monitored and no suspend anomaly noted. Unit was received with minor scratched display window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump. Over the last two weeks, the insulin pump had been in suspend mode for 4 times. They did not press the buttons on the device for it to be in suspend mode. The customer reported that the issue had caused them to have high blood glucose. The insulin pump will be returned for analysis.